Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/13/2023. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Correction, code a0719 unexpected shutdown was added. Block h10: the returned exalt model b monitor was thoroughly inspected an analyzed. Product analysis was not able to replicate the reported event as the device functioned correctly throughout analysis. During normal operation, the exalt monitor recorded a video continuously for 10 minutes and then stopped to limit the file size. The video recording must be restarted again to continue recording. The log files from the unit showed that the videos were taken and stopped 9 times via the monitor button and 4 times when the camera was disconnected. The unit was tested with and without battery charging, and no issues witnessed. The device log showed no history of defect. Based on all gathered evidence, the cause code selected is no problem detected, which indicates that the reported event was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. During the recording process using an exalt model b monitor, the device did not retain the battery charge and it turned off. The patient status is unknown. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 02/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/13/2023. (Device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. During the recording process using an exalt model b monitor, the device did not retain the battery charge and it turned off. The patient status is unknown. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).